Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced intermittent difficulty charging the pump for the past month despite the attempt of multiple usb cables and wall adapters. Reportedly, the battery fully depleted and pump shut off due to insufficient power. The customer¿s blood glucose (bg) level was 524 (mg/dl) and a manual injection was administered to address bg level. Reportedly the customer had manual injections as alternate insulin therapy.